Event description:
It was reported by dealer that the irc5po2v concentrator alarms and shuts down with two green and one red light. Error code 4 way not switching. Unit tested at facility after a rental. Hours on unit 510.